Manufacturer narrative:
Siemens healthcare diagnostics investigated complaints regarding the issue where patient orders may be run on an analyzer where the assay has been disabled. Siemens determined that discrepant results may be generated if the issue occurs. A patient order may sporadically be processed at an analyzer where the assay has been disabled by the user for any reason (e.g. If qc is out of range). A potentially discrepant result may be reported from the analyzer where the assay was disabled depending on the reason for it being disabled. This issue only occurs if the following conditions are met: a cal/qc workorder is not able to be run on an analyzer because the targeted analyzer was down. The analyzer is then put back into service but patient processing for the assay was disabled by the user and at the same time patient samples were loaded from the sample handler drawer. Note: if the atellica solution has multiple analyzers connected, then it is possible that the patient order may be processed at an analyzer where the assay has not been disabled. In this case the issue will not occur. Any assay on the ch or im analyzers may be affected if it was disabled on one of the analyzers. An urgent medical device correction (umdc) asw21-02.a.us was sent to us customers and an urgent field safety notice (ufsn) asw21-02.a.ous was sent to outside the us (ous) customers in december of 2020. The umdc and ufsn explain the behavior described above and requests customers to follow the instructions of the umdc/ufsn to ensure correct operation of the systems. The umdc and ufsn delineate that software (B)(4) or higher will be released soon to resolve these behaviors. To date, there are no allegations of injury due to this behavior.

Event description:
The test order type was changed from a quality control (qc) test to a patient test on an atellica sample handler prime. The system incorrectly checked for inventory information relevant to patient order type and consequently, blocked qc sample planning which prevented unloading from the calibration/qc storage area. The patient sample would be processed when the assay was disabled. There are no known reports of patient intervention or adverse health consequences due to the event.